Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: were there any issues with staple formation throughout the procedure? Unknown. What was the indication for surgery? Weight loss. What was the procedure? Roux-en-y bypass. How was the post-op bleeding identified? Patient had dark stools, hemoglobin dropped a couple of points. How many days postoperative was the bleeding identified? 1-2 days . What was the total estimated blood loss (ml)? 300ml. What was the pre and postoperative anti-coagulant and pain management protocol? Heparin pre-op and tylenol. Was the bleeding intraluminal or extraluminal? Bleeding was an intraluminal bleed that was discovered post-op. Can you please provide a time line of events? Patient had surgery on 7/6, stayed overnight in hospital and reported symptoms on 7/7/ dr. Gave blood an patient went home on 7/8. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux-en-y the patient had bleeding post-op. During the procedure, no excess bleeding or blood in their drain. Day 2 recovery was transfused and received 2 units of blood post op.